Manufacturer narrative:
Sections with additional information as of 01-jul-2024: g1: reporting contact first and last name updated from ¿(B)(4)¿ to ¿(B)(4)¿; reporting contact email updated from ¿(B)(4)¿ to ¿(B)(4).¿ h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-072: vial left open for an extended period of time.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-may-2024 to ensure the customer¿s replacement products resolved the initial concern, able to contact customer who stated they are comfortable with the readings from the replacement products.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 165, 198, 196, 215 and 219 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-110 mg/dl. Customer stated that he normally does not test 2 hrs. After meals but wanted to see what effect the food that he ate did to his blood glucose. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 170 mg/dl and 156 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/25/2025 and open vial date is one week prior to the call. The meter memory was reviewed for previous test result history: result 1: 165 mg/dl date: (B)(6) 2024 time: 11:25 am 2 hrs. After meal result 2: 198 mg/dl date: (B)(6) 2024 time: 9:24 am fasting result 3: 196 mg/dl date: (B)(6) 2024 time: 9:29 pm 2 hrs. After meal result 4: 215 mg/dl date: (B)(6) 2024 time: 9:26 pm 2 hrs. After meal result 5: 219 mg/dl date: (B)(6) 2024 time: 9:22 am fasting.